Event description:
The patient presented with a thromboembolism in the right internal carotid artery. Two passes was made with the subject device. Post procedure, the patient was found to have an intracranial bleed of unknown origin. The patient suffered from hydrencephalus after the intracranial bleed was detected. The patient passed away due to pneumonia seven days post procedure. No other information is available.

Event description:
The patient presented with a thromboembolism in the right internal carotid artery. Two passes was made with the subject device. Post procedure, the patient was found to have an intracranial bleed of unknown origin. The patient suffered from hydrencephalus after the intracranial bleed was detected. The patient passed away due to pneumonia seven days post procedure. No other information is available.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Device not returned to manufacturer.